Event description:
Physician inflated the angiosculpt device approximately 22 atm inside a 3.5mm stent. Physician noticed a micro puncture in the balloon after he inflated it above the rated burst pressure.

Manufacturer narrative:
Lot number and expiration date is unknown. Lot number was not provided by the hospital. Product was discarded by the hospital. The device manufacture date is unknown. The lot number was not provided by the hospital. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because a micro puncture leak in the balloon was observed when the physician pressurized the balloon above rated burst pressure (rbp). The angiosculpt ptca scoring balloon catheter instructions for use (IFU) lists under warnings to not exceed the rbp during inflation.